Event description:
Event description guidant received information that during pre-implant testing of this boxed implantable cardioverter defibrillator (ICD), a manual cap reform was performed and was 2.68 volts with a battery status indicator of middle of life 1 (mol1). The device was returned to guidant for analysis.